Manufacturer narrative:
The u.s. National library of medicine toxicology data network (toxnet) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms reported are consistent with the toxnet description of a temporary condition associated with hydrogen peroxide exposure. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
An infotrac incident report was received via fax. Consumer reports experiencing burning sensation when inserting lens after use of the product and immediately removed the lens. Consumer irrigated eye with an eye rinse for several minutes but still experienced redness, burning and irritation. The consumer contacted (B)(6) (chemical emergency response center) and was advised to seek medical attention if eye was still red after rinsing his eye with running water. Several attempts to follow up with the consumer for additional details were unsuccessful. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.